Manufacturer narrative:
(B)(4). Results: mi, restenosis of the stented artery, damage to the stent. The information could not be matched with other information known to medtronic. Attempts made to obtain additional details. Age at event - mean age. Date of event - date of publication. Jacc cardiovascular interventions volume 3, no. 5, 2010 "optical coherence tomography assessment of in vivo vascular response after implantation of overlapping bare-metal and drug-eluting stents."

Event description:
The study design was a randomized trial exploiting optical coherence tomography (oct) to assess coverage and apposition of overlapping bare-metal stents (bms) and drug-eluting stents (des) in human coronary arteries. Seventy-seven patients with long coronary stenoses were randomized to overlapping sirolimus-eluting stents (ses), paclitaxel-eluting stents (pes), zotarolimus-eluting stents (endeavor zes), or bms (non-medtronic). The primary goal of the study was to determine the rate of uncovered/malapposed struts in overlap versus nonoverlap segments, according to stent type, at 6-month follow-up with oct. The oct imaging at follow-up was performed successfully in 75 eligible patients. There were no adverse events associated with the oct imaging procedures. A total of 53,047 struts in 6,968 cross-sections of 250 stented segments were analysed. The primary end point (i.e., the rate of uncovered or malapposed struts) was similar in overlap versus non-overlap segments, irrespective of stent type. Nevertheless, higher overall rates of uncovered or malapposed struts were observed in ses and pes stented segments in comparison with endeavor zes and bms, which was driven mainly by differences in non-overlap segments. Arterial response was heterogeneous among different des platforms. The ses had homogeneously high rates of uncovered and malapposed struts in overlap and non-overlap segments. The pes showed a trend of higher rates of uncovered and malapposed struts in the overlap segment. Notably, the endeavor zes exhibited homogenous and almost complete strut coverage. Percentage of volume obstruction was conversely higher in overlap compared with non-overlap segments in all des. Strut level intimal thickness was significantly different across the different stent types. Angiographic and ivus effectiveness parameters (i.e., late lumen loss, binary angiographic restenosis, nih volume, and % nih obstruction) were concordant with oct findings, showing ses to have the lowest proliferative response compared with other stent types. Stent malposition was noted by ivus after procedure in 7 ses, 9 pes, 6 zes, and 3 bms only at nonoverlap segments. The 12-month rates of death, myocardial infarction, or target vessel revascularization were not significantly different across the groups (one myocardial infarction, three target vessel revascularization and three target lesion revascularization were reported in the endeavor zes group. There were no death events reported for the endeavor zes group). The study concluded that, as assessed by oct the impact of des on vascular healing was similar at overlapping and non-overlapping sites. However, strut malposition, coverage pattern, and neointimal hyperplasia differ significantly according to des type.